Manufacturer narrative:
The device was returned to olympus for the evaluation. The device evaluation found watertight defect and ccd flooding. Based on the results of the investigation, it is likely that the "flooding from the broken cable sheath" led to the malfunction. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited "ccd (charged coupled device) flooding¿ and ¿watertight defect". There was no patient involvement.